Manufacturer narrative:
G4:04mar2021. B4:18mar2021. D4: udii#: (B)(4). H11: the field service engineer (fse) confirmed the reported failure. The fse confirmed the unit was not in clinical use, no patient or user harm reported. The fse replaced the battery to resolve the issue. The unit was tested and it was returned to service. After further investigation of this complaint, the information regarding the battery issue was found during testing. The events happening during testing are prior to its use and would always be detected before use on a patient. There was no death, or serious deterioration in health occurred. Based on this information, this is a non-reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17dec2020.

Event description:
The customer reported the battery failure. The device was in clinical use at the time the issue was discovered; however there was no patient or user harm reported.